Event description:
Reported device = 21 mg/dl. Customer was found unconscious. Customer's spouse gave customer a glucose shot. Customer regained consciousness. Another device test was performed, however test result was unknown. No controls were used. A request was made for return product and replacement product was sent.